Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure, the patient experienced an increase in creatinine levels from 1.2 to 3.0, leading to acute kidney injury. The patient was treated with a change in intravenous fluids to a bicarbonate drip at 100cc/hr, a hold on a diuretic, and a 500 ml normal saline (ns) bolus followed by 60 milligram (mg) intravenous diuretic administered once. There was no indication for emergent hemodialysis. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the abnormal labs were the result of underlying renal issues present at the time of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.